Event description:
On (B)(6) 2012, it was reported that the pt's infusion device has been displaying error code e6 (mechanical error) and he has had issues with condensation in the insulin compartment of the infusion device since (B)(6) 2011. While troubleshooting with the pt, the infusion device again displayed error code e6. The pt took the insulin cartridge out of the infusion device and noticed that insulin had leaked out of the plunger. Insulin has been leaking into the insulin cartridge compartment of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and insulin cartridge were replaced and requested to be returned for product evaluation.